Event description:
It was reported that the patient¿s blood glucose (bg) reached above 250 mg/dl. It was discovered that the pink slide insert did not move into the viewing window, and being unsure if the cannula was properly seated in the infusion site, upon removal the pod was found bent. No treatment was provided. The pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the needle did not move forward, cannula was possibly not inserted correctly into the infusion site and found bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.